Event description:
Surgical intervention with removal of a seroma 25 days after thr. At the hip no rotation pain and no pain during weight-bearing. This case was reported within a follow-up examination of (B)(6) clinical study.